Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." (B)(6). This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-02283/02247/02246). Additional MDR filed for the same patient (reference 1825034-2016-02277).

Event description:
Patient underwent a debridement procedure approximately six months post implantation. During the procedure, it was noted a screw was fractured. There was no loosening of the plate, so the plate and screws remain implanted.

Event description:
No additional information received.

Manufacturer narrative:
Reported event was unable to be confirmed; no product was returned so visual and dimensional evaluations could not be performed; x-rays were reviewed, however, no fracture was identified. Device history records were reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a debridement procedure approximately six months post implantation due to hematoma of the left thigh which caused pain. During the procedure, it was noted a screw was fractured. There was no loosening of the plate, so the plate and screws remain implanted.